Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during replacement procedure, the new lead would not torque down to the existing lead extension. As a result, the lead extension was replaced to address the issue.